Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] from the following facts obtained in the investigation, it was presumed that the reported phenomenon was occurred due to dust in the scope socket. Facts obtained from the investigation as follows; from the inspection of olympus india, it was confirmed that all the leds on the front panel turned on and the dust on the scope socket was cleaned, then the reported phenomenon was resolved. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that the reported phenomenon. Since the subject device was worked after cleaning, it was found that it was caused by dust on the output socket of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found the all leds on the front panel of the subject device were blinked. The subject device had been returned to olympus (B)(4) for repair of the error e300 (which indicates ¿the endoscope is connected incorrectly¿) to appear. The occurrence date of the event is unknown. There was no patient injury associated with this report.